Manufacturer narrative:
(B)(4).

Event description:
It was reported the dependent patient is being monitored in the hospital for unrelated issues when periods of asystole were observed with no rv or lv pacing. There was oversensing due to noise like signals when the patient came in for a check. The sensitivities were decoupled. Programming changes were made and the patient was stable.